Event description:
It was reported that the user experienced elevated blood glucose readings above 200 mg/dl for several hours and expressed uncertainty about completing the tubing fill process, with delayed insulin drip observed during priming and subsequent reinsertion after confirming insulin flow. Symptoms included hyperglycemia. Outcomes included downward trending blood glucose after confirming proper insulin flow and reinserting the set, with no hospitalization or external intervention. Investigation included troubleshooting and user education, including a supply check and re-priming to verify insulin delivery through the tubing. Investigation of this case revealed that insulin delivery was initially compromised due to an incomplete or delayed tubing fill, which was resolved once insulin flow through the tubing was confirmed and the infusion set was reinserted. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.